Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following in regards to this complaint. Examination of the faulty sample showed that the catheter was leaking at the junction between catheter and wing. A microscopic examination showed a radial tear/breakage at that point. It is unusual that a catheter shows such a damage immediately after insertion. Once possible cause of a radial tear is excess bending and twisting at that joint. This complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging. Corrective action: no corrective action will be taken at this time; however, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Small pin hole leak on orange side near hub. Line was just inserted when leak was found. No dressing or steri strip was ever applied. Patient outcome: line removed, new line inserted.

Manufacturer narrative:
The malfunctioning device has been returned to vygon for device evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Small pin hole leak on orange side near hub. Line was just inserted when leak was found. No dressing or steri strip was ever applied. Patient outcome: line removed, new line inserted.